Manufacturer narrative:
The investigation into the reported low pump flows and suction alarms was completed. The device was not returned for evaluation. Based on the available information, the root cause of the low pump flows and suction alarms was not determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 78-year-old male patient implanted with the impella rp for mechanical circulatory support experienced low pump flows and suction alarms. The patient received added "blood volume" and the pump was repositioned multiple times without success. Due to the unresolved suction, the decision was made to explant the device. Of note, the patient was also on concurrent venous-arterial extracorporeal mechanical circulatory (va ECMO) support. There was no reported harm to the patient.